Event description:
The patient is part of the imperial clinical trial for the eluvia self expanding stents. It was reported that in-stent occlusion occurred. A 6 mm x 80 mm innova stent was implanted in the left superficial femoral artery (sfa) on (B)(6) 2017. On (B)(6) 2017, the patient was noted to have in-stent occlusion of the innova stent. The patient was hospitalized. On the same day, balloon angioplasty was performed. On (B)(6) 2019, the event was considered resolved and the patient was discharged the same day.